Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received three appropriate treatments and fifteen inappropriate treatments. The device was started up at 21:13:04 on (B)(6) 2024. At 00:42:51 on (B)(6) 2024, an arrhythmia was detected. ECG shows vt @ 210 bpm. At 00:43:28, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 250 bpm with motion artifact. Post shock rhythm was asystole for 19 seconds transitioning to sinus bradycardia/af from 30-100 bpm with pvcs. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 00:44:14, an arrhythmia was detected. ECG shows vt @ 180 bpm. At 00:44:44, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 70 bpm with pvcs and hb. At 00:45:21, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. Rhythm at the time of treatment was sinus rhythm @ 80 bpm with pvcs and pauses. Post shock rhythm was sinus bradycardia @ 50 bpm with hb/unconducted p waves. At 00:50:45 an arrhythmia was detected. ECG shows asystole transitioning to af @ 100 bpm that degrades to vf. At 00:51:35, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity . Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. Between 00:55:06 and 03:29:39, the patient received fourteen inappropriate treatments during asystole. Oversensing of cardiac activity contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatments. The result of these treatments was that the patient remained in asystole. The device was shut down at 03:53:00 on (B)(6) 2024.